Event description:
This is report 1 of 3 for the same event. It was reported that during an otologic surgical procedure, it was observed that there was intermittent beeping when the motor device, console device and foot control device were in use together. According to the report, despite the intermittent beeping, when the motor device was activated, no error codes were displayed on the console device. It was further reported that the performance of the motor device was not impended. It was unknown if there were any delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization all available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial reported that this was report 1 of 3 of the same event incorrectly. This is report 1 of 4 of the same event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.